Event description:
Procedure unk. Upon removing the device from the surgical cavity the metal pin disengaged from the device and fell into the surgical cavity. The pin was immediately retrieved and there was no injury to the patient reported.